Event description:
Event description boston scientific received information that this atrial lead was exhibiting no pacing output and impedance measurements greater than 3000 ohms. A lead fracture was suspected and therefore, the lead was removed from service. A new lead was implanted without further incident.